Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device external power indicator light flickers when plugged in. There was no reported patient involvement/adverse patient impact.